Event description:
New information received notes that the issue was discovered during an in-clinic follow-up. The pacemaker was re-interrogated to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited inappropriate magnet response. No changes or interventions were reported. The patient condition was not known.